Event description:
On march 9, 2011, stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported a kci bariatric bed, serial number (B)(6), model 60035 bari mazz ii had no power and the foot board controls were not working. Please find additional contact information below. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).